Event description:
Sheath broke while being removed from patient. Discarded pieces after removal from patient.

Manufacturer narrative:
No sample was available for evaluation and investigation. It was reported that the sheath broke during removal, and the segments were discarded. Without the actual product, a complete analysis cannot be conducted. The directions for use contains for the sheath which states: "while holding catheter tip, withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in patient. Split sheath and peel away from catheter." A warning is also included, stating "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in patient upon sheath removal." No determination can be made as to what may have occured with this product at this time. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.